Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that upon removal two u by kotex security tampons super plus unraveled. She is unsure she was able to remove remaining pieces and has plans to seek medical attention.